Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient reported on (B)(6) that patient had bilateral knee replacement and the left knee is somewhat stable and the right knee every time patient take steps it is giving out. This report is for instability in left knee.

Manufacturer narrative:
An event regarding instability involving an unknown left knee was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient reported on strykeractive (B)(6) site that patient had bilateral knee replacement and the left knee is somewhat stable and the right knee every time patient take steps it is giving out. This report is for instability in left knee. Update: the patient reports on strykeractive (B)(6) site " the most painful thing I have ever had done and still trying to get back right it's been 1 year for the right and 6 years for the left and I almost wished I would have just left them alone" update: the patient reports on strykeractive (B)(6) site " I am one of the unsuccessful ones! I can't even begin to tell you ir describe just awful and that's both knees".